Manufacturer narrative:
Cmp-(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. Reported event was confirmed by review of op notes. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Implant location unknown.

Event description:
It was reported that the patient underwent a revision of the left hip due to poly wear approximately thirteen (13) years post operation. Per the operative notes: during the procedure, lysis around the trochanter and debris from poly wear were noted. Attempts have been made and additional information on the reported event is unavailable.